Event description:
It was reported that the patient was experiencing pocket pain whether the stimulation was on or off. The patient also noted that the stimulation was no longer adequate, however, reprogramming resolved the issue. The physician opted to replace the ipg and the patient was doing well postoperatively. The explanted device was not returned.